Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. The visual evaluation of the returned sample noted one opened dignishield. On the left side of the sample port, there appeared to be a clear substance surrounding the port and there was a yellow substance on the right side. Based on past evaluations, adhesive on the dignishield ports have been yellow at times and clear other times. Therefore, it was unclear if the yellow color was due to a leak of adhesive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions ¿ caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not sterilize. ¿ close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4) . ¿ patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. ¿ if the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. ¿ to avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. ¿ notify a physician if any of the following occur: o persistent rectal pain o rectal bleeding o abdominal distension ¿ if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. ¿ caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. ¿ when using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. ¿ ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time."

Event description:
It was reported that the dignishield device leaked from the sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the dignishield device leaked from the sample port.